Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing component as all samples met specifications. Bd a-line syringes are used for blood collection by manual aspiration and are supplied without needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing component. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use the bd a-line¿ the needle shield was missing. The following information was provided by the initial reporter. The customer stated: "before use, the abg was found without a needle shield."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing component as all samples met specifications. Bd a-line syringes are used for blood collection by manual aspiration and are supplied without needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing component. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use the bd a-line¿ the needle shield was missing. The following information was provided by the initial reporter. The customer stated: "before use, the abg was found without a needle shield."